Event description:
A customer contacted heartsine to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not forwarded on to the heartsine technical support coordinator immediately. A subsequent investigation was launched by the technical support coordinator to locate the device, however the device was unable to be located. Therefore, the reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.